Event description:
The customer tested his blood glucose using his 2 breeze2 meters and received readings of 229 and 57 mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Replacement strips were sent to the customer and he is expected to return his strips for eval. The reagent lot number provided by the customer was not valid, so the meter info was provided instead.